Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin transmission showing non-sustain rv oversensing due to post-paced t-wave oversensing. Programming changes were suggested and changes will be discussed with the physician. The device remains implanted.

Event description:
New information notes that the patient returned to the clinic on (B)(6)2019 and the programming changes that were suggested were made. The patient condition is stable.